Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On approximately (B)(6) 2024, the patient reported calling 911 and being hospitalized. It was not specified what the cgm was displaying during this event. The patient was wearing a tandem insulin pump. However, the patient did not provide any further information regarding this hospitalization, including treatment and medications provided. No patient symptoms were reported either. The patient was ¿fine¿ at the time of report. Attempts to reach the patient for further event details were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.